Event description:
Axya medical has received reports of breached packages in some sterile bone anchor products. Some products packaged in sterile pouches have been found with holes in the pouch after shipping, therefore, compromising the sterility of the device. As a result of these reports, axya medical has decided to voluntarily recall the affected lots. This recall affects only anchors that are packaged in pouches. This recall does not affect any implanted anchors.

Manufacturer narrative:
In august arthrocare (a distributor) reported that devices had failed a shipping test. These device exhibited holes in the pouch after the test. Axya inspected 2,348 units in the beverly warehouse. Six units were found to have breached pouches. The bone anchor products (anchor, driver, suture) are held in a folded paper envelope called an origami. The origami is sealed into a pouch and placed into a chipboard box. It appears that during some shipping conditions (shock and drop) the pouch can be crushed between the origami and the box. The sudden impact results in the corners of the origami cutting into the pouch, thereby, compromising the sterile barrier. Axya medical has decided to voluntarily recall the affected lots. This recall affects only anchors that are packaged in pouches. The recall was initiated on september 27th. The office of FDA was notified at the initiation of the recall. Axya is working closely with the office of FDA as the recall progresses.